Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a "rash type" itchy painful area below the bandages slightly above the buttock area. The following day, the patient indicated that she suddenly experienced an infection at the external neurostimulator (ens) site two days prior to the report. The device had reportedly been checked in the afternoon and everything "seemed fine" but by night time, she had "great" discomfort and it was a "raging" skin infection which came on "very fast". It was stated that the patient saw her healthcare provider (hcp) and was put on valtrex. The hcp reportedly thought it was related to shingles, but wasn't sure because "it did not cross the midline". The patient was not feeling well and subsequently turned stimulation off. The patient indicated that if it was still going in two days she would continue working with her hcp to resolve the symptoms.